Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka); cause of dka was not provided. Reportedly, customer's blood glucose (bg) level was 425 mg/dl. Customer administered bolus via the pump to address the issue and went to the emergency room. Customer was treated with intravenous fluids of saline and insulin and was discharged 4 hours later with the issue resolved.